Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Customer did not recall any significant events leading up to the button error alarm. Blood glucose level at the time of the incident was 125 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
No button error alarm noted. The insulin pump had an intermittent esc button due to corroded keypad trace. The insulin pump had missing end cap sticker, cracked end cap, cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.